Event description:
A report was received that the patient was experiencing tenderness and soreness around the ipg site. It was noted that the ipg was too close to the skin like it was sticking out. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well post operatively.